Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a precharge error message. This message will result in a non boot situation. There are no reports of pt injury or death associated with this event.